Manufacturer narrative:
Concomitant medical products: product ID: 977a275 serial# (B)(4), product type: lead, product ID: 977a275, seri# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturing representative .it was reported that the patient device ha d high impedances. Patient high impedances were on both 0-7 lead and 8-15 lead. When rep checked the patient's stimulator it did in fact show high impedances on both leads. Patient has a system replacement and leads on (B)(6) 2018. The issue was resolved at the time of this event. Surgical intervention did occur. No further patient symptoms or complications were reported in this eve

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease. It was reported that the patient reported a change in stimulation and was getting out of range (oor)s that started on (B)(6) 2018 after a lithotripsy treatment. The rep met with the patient on the day of the report and all impedances were 20k, with some 30k and some 40k ohms. Also, the connectivity check shows 0-7 electrodes were entirely out and 8-15 had all but 2 electrodes out; the rep wondered in this issue could be related to lithotripsy. In the end, the rep would discuss the issues with the healthcare professional (hcp). There were no reports of medical or patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-24. It was reported that the issues were not resolved, and the patient will be having a lead/implantable neurostimulator (ins) revision. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. An additional follow up report will be submitted once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of both leads (977a275) (B)(4) found that there was a broken conductor on each lead at the anchor site. The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), product type: lead; product ID: 977a275, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.